Event description:
While wearing the external equipment, the patient reportedly experienced an overly loud sensation followed by no sound percept. External equipment as exchanged. However, the patient had no sound percept. In 2005, the patient was seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the patient's c1 device was no longer functioning . Surgery to explant the patient's device was scheduled.